Event description:
Healthcare professional reported, deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: no observed openings on the device. As per the investigation procedure, observed broken on plug strap side assessed as surgical damage and missing plug strap were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.